Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that a ventilator display froze at the six picture screen when it was turned on. There was no patient involvement.